Event description:
As reported, during an unspecified endovascular surgery, a flexor ansel guiding sheath unraveled and separated. Access was obtained in the femoral artery. The access site was reportedly normal; however, the anatomy was calcified. An unspecified amplatz wire and unspecified balloon were used through the sheath during the procedure. Resistance was encountered upon insertion/advancement of other devices through the sheath. Reportedly, the user attempted to cannulate the renal artery; however, a ¿significant proximal calcification chunk¿ prevented advancement of the sheath. ¿swallowing technique¿ was then used to advance the sheath, described as advancement of a balloon into the renal artery, followed by balloon inflation and advancement of the sheath during deflation of the balloon. Resistance was encountered as the user attempted to withdraw the sheath, with the balloon inside the sheath lumen, at which point approximately one centimeter of the sheath¿s radiopaque tip separated. The dilator was not in the sheath at the time of separation. Attempts to retrieve the separated fragment were unsuccessful. Due to concerns for vessel spasm or other complications, the user elected to advance the separated fragment distally within the renal artery, where the fragment remains. Per the reporter, the patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
E1: phone: (B)(6). H3: device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.